Event description:
Description of event according to tweet: tweet: have you ever seen a new dissection flap inside a stendt graft? Tweet: I have @washuvascular .26 mm @cookvascular alpha placed for aberrant l sca (left subclavian artery) in a right sided arch. Presented with htn (hypertension) and aki (acute kidney injury) to clinic. 50 mmhg pressure differential, looked like delaminated thrombus on #ivus (intravascular ultrasound). Patient outcome: unknown.